Manufacturer narrative:
The cusa excel 36khz handpiece (c2602) was not returned for evaluation; therefore, an evaluation of the device could not be performed. . Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, based on the reported failure of ¿did not start up normally¿, the complaint may have been a result of transducer delamination. However, without testing the device, it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that during a partial hepatectomy procedure, the amplitude output of the cusa excel 36khz handpiece (c2602) was set to 60% but it only increased to 40%. It gradually declined until there was no output. An error was also displayed on the console. The handpiece was changed to a new one and the procedure was completed. Surgical time was extended for more than 30 minutes however, no patient injury was reported.